Manufacturer narrative:
Per the srt, with the flow knob turned all the way clockwise, a flow of 0 liters per minute (l/min) to 5 l/min was expected, but he was receiving 12 l/min. He found a loose wire on the flowmeter cable. He replaced the cable with a new flowmeter cable. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) failed release testing. There was no patient involvement.